Manufacturer narrative:
Product analysis :visual review confirms the instrument tip is broken off at approximately ~37 mm from the distal tip. Fracture surface examination identified an initial region of progressive convex striations (beach marks) approximately 20% of the way through the cross-sectional area, followed by another region of significantly increased material disruption appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter to be within print specification. After visual, optical and microscopic inspection, no evidence was found that would suggest a defect in manufacturing of the instrument. The manufacturing date of the instrument is 01 feb 2004, making the instrument over +12 years old. The above observations are consistent with anticipated wear.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
It was reported that patient underwent an extension of lumbar spine fusion l4-s1 bilaterally. Intra-op, tip of the ball probe broke. No patient complications were reported.